Event description:
It was reported that a large volume infusor experienced no flow. The customer tried to remove air from the fluid path after the device was filled, but still did not observe any flow. The customer then shook the infusor and observed solution flow, but stated that it seemed slower than usual. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot 13h061 was manufactured august 29, 2013 - august 30, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition could not be confirmed with the provided information. The device functioned as required per the product specifications. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation with approximately 60ml of fluid in the bladder. Visual inspection showed no signs of occlusion or blockage that could have caused the reported problem. The luer cap was removed from the distal luer and a functional flow test was performed. Flow was immediately observed from the distal luer and continued without stopping. The reported no flow condition could not be replicated. A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.